Event description:
On (B)(6) 2008, the pt underwent endovascular repair of a left subclavian artery aneurysm using a gore excluder aaa endoprosthesis iliac extender component. The device was inserted from the left upper extremity and deployed at the planned position with no issue. The final angiogram showed no endoleak, and the pt tolerated the procedure. On (B)(6) 2009, one month f/u imaging showed no endoleak. On (B)(6) 2009, the pt felt weakness at the left upper extremity. On (B)(6) 2009, the pt presented to the hospital. Computed tomography images revealed occlusion of the device as well as the left axillary artery. A thrombectomy was performed to the left axillary artery to treat the occlusion. It was reported that the flow to the left upper extremity was restored and the pt tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.